Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was running extremely slow and got timed out for all the users. A technical support specialist (tss) dialed into the server, checked the drive space, uptime days and the memory usage, found no disconnected flag, found 5 messages in queue, restarted the external messaging services and confirmed able to run the report without any issue. The tss dialed into the server again, confirmed that the services were running but the carefusion coordination engine (cce) messages were delayed. The tss then logged into the health sight viewer, found the information patient was delayed down, medhost was down and found that the messages were actually crossing because the new admit patient actually showed in the station. The tss checked the notices and the external system in patient encounter system (pes), resaved the external system interface setup in pes and restarted the external communication services, but the issue persisted. The tss informed the customer about rebooting the server as the carefusion coordination engine (cce) was up for 320 days. Then the tss dialed into server, verified that mbm was running, stopped the required services and proceeded with a system reboot. After the reboot completed, confirmed that all services and mbm restarted successfully and were running as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the server was running extremely slow and got timed out for all the users. There were no adverse events or injuries reported based on this event.